Manufacturer narrative:
This report is being submitted for the programmer as a part of the programmer longevity estimator software error field action (FDA recall number: fa-q222-crm1) set of complaints. Should any additional information be obtained, a supplemental report will be issued. D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
It was reported that the programmer exhibited an incorrect longevity estimate because of a battery longevity calculation overestimation. No patient complications have been reported as a result of this event.